Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were being used to deliver unspecified medications via gravity. The option-lok male adapters of the tubing sets were connected to unspecified extension sets. After unspecified lengths of time in use reportedly after the tubing set had warmed up, no flow of solution in the drip chambers were noted. It was reported that the tubing of the tubing sets had kinked where the tubing sets had been taped to the patients. It was reported that the nurses untapped and repositioned the tubing sets and the therapies were resumed. The customer contact indicated that the nurses have been inserviced on taping of the tubing set to the patients. There were no reported adverse patient effects and no reported delays of therapy critical to these patients. No medical interventions were required. Though requested, no additional information was provided.